Event description:
Received a letter from baxter healthcare via (B)(6) mail on (B)(4) 2010 regarding (B)(4) initiated by patient's attorney. On (B)(6) 2007, the patient was admitted with complaints of recurrent chest pain, shortness of breath (sob) with exertion, progressive fatigue, hand numbness, some light-headedness and near syncope. On (B)(6) 2007, a CT pulmonary angiography was performed which revealed bilateral lower lobe pulmonary embolus. Pacemaker interrogation revealed a non-functioning ventricular lead. On (B)(6) 2007, the patient received heparin sodium 2000 units IV bolus followed by continuous infusion of 25000 units in 500 ml (heparin sodium in 0.9% sodium chloride) per hospital anticoagulation protocol. On (B)(6) 2007, a transesophageal echocardiogram (tee) was performed which revealed multiple masses attached to pacemaker wires in the right atrium (ra) with the largest one going out into the inferior vena cava (ivc) attached to the pacemaker wires; and mild mitral and mild tricuspid regurgitation. The possibility of sub acute bacterial endocarditis (sbe) was considered and the patient was started on IV antibiotic therapy with flagly, gentamicin and vancomycin. On (B)(6) 2007, the patient received heparin sodium 5500 units IV bolus and the heparin drip was continued as the multiple masses were most likely coronary thrombosis. The patient was treated conservatively with anticoagulation and started on coumadin therapy. One of three blood cultures obtained was (B)(6) and considered secondary to contamination. On (B)(6) 2007, a second echocardiogram revealed a decreased size of the thrombus at one-half its former size. On (B)(6) 2008, a CT angiogram revealed bilateral pulmonary embolus but decreased in size. The patient was considered stable for discharge following a PICC line placement for IV vancomycin therapy (1 gram every 12 hours, given until (B)(6) 2008 at home. From (B)(6) 2008, the patient received non-baxter heparin sodium 100 units/ml (5 ml syringe) as a PICC line flush following vancomycin administration. On (B)(6) 2008, the patient experienced chills and night sweats. On (B)(6) 2008, the patient had fever of 102 degrees fahrenheit, which resolved after the patient took tylenol.

Manufacturer narrative:
On (B)(4) 2010 medefil, inc contacted baxter healthcare in (B)(4) to gather additional information on the suspect product. According to baxter representative they have not received any feedback from patient's attorney as to the suspect heparin lot number. Without product lot number no further action was conducted.